Manufacturer narrative:
The x-ray tube was replaced and the system was calibrated, after which the system was returned to use in good working order. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system experienced an issue where fluoroscopy did not work during an examination. The clinical use of the system was in use. There was no harm reported to philips.